Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)) and system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not reproduced the reported problem 'system error 322'. A review of the event history log revealed system error 322 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation inspected the device but did not observe any symptom or potential causes of the reported problem. No correction required. During evaluation the device alarmed system error 345. The cause was identified to be a failed downstream thermistor. The force sensor requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.